Event description:
During functional testing by a stryker service technician, it was found that the device was running unintentionally. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The failure for unintentional running was confirmed through disassembly and visual inspection. The motor socket assembly was corroded.

Event description:
During functional testing by a stryker service technician, it was found that the device was running unintentionally. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.